Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the lead migrated after a significant fall. Imaging performed on (B)(6) 2017 specified that the lead migrated. The lead was explanted and replaced on (B)(6) 2017 and was disposed of according to biohazard instructions. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
The lead that migrated was specified as the lead with lot number va1egsz010. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the etiology was related to the device or therapy, specifically to the lead.